Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with one plus diffuse lamellar keratitis superiorly below the hinge one day post lasik. Patient is using topical steroid drop every one to two hours in the left eye. Symptoms were reported to be resolved one week later.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. Technical root cause could not be determined as the device is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).